Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter and cables were replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on (B)(4) 2014.

Manufacturer narrative:
Failure files confirmed the system notice message #50005 "leak detection" for the date of event. The returned device was visually I nspected and functionally tested. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 21 injections. The reported issue has been confirmed through testing; the catheter failed the performance test due to system notice message # 50005. Dissection / pressure tests revealed a guide wire lumen breach at 1.42 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended. (B)(4).